Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced nausea, vomiting, stomach pain radiating to the back, and shortness of breath and was treated with 1000 mg of acetaminophen. Because of the patient¿s symptoms, he was taken to the hospital for evaluation. His cgm displayed 200s mg/dl prior to leaving for the hospital, and upon arrival at the emergency department, the patient¿s bg was 165 mg/dl. The patient was admitted to the emergency department (ed), evaluated, diagnosed in ketosis, treated with IV fluids, IV pepcid, an unspecified pain medication, zofran, and released after four hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.